Manufacturer narrative:
H6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the stent first flange did not unfold. The procedure was completed with another of the same device. There were no patient complications as a result of this event.